Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable strain relief and an inability to remove the driveline from the system controller was confirmed. Technical services arrived onsite to assist in removing the driveline. Technical services noted that the driveline release button was stuck, which prevented the driveline from being removed. Technical services disassembled the controller, revealing that the driveline release mechanism inside the controller housing was covered in a foreign ¿black sludge¿ substance. The area was cleaned; however, the release button could still not be depressed by hand. Technical services then used channel lock pliers to depress the button and the driveline was released. It was noted that the patient handled the controller exchange well. The system controller (serial number: (B)(6) ) was returned to abbott in its disassembled condition for further evaluation. A brown sticky substance that appears to be related to fluid ingress was found throughout the internal components of the controller in addition to on the controller housing, driveline bulkhead assembly, user interface, and backup battery. The driveline release button assembly was covered in the sticky brown substance. The white power cable strain relief on the connector side of the cable was broken and separated from the connector. The driveline release button was pressed and an increased difficulty was observed due to the area being covered in the brown sticky substance. The brown sticky substance was cleaned out of the area of the driveline release button area. The button was then able to be pressed with much less difficulty, although some resistance was still noted due to an inability to remove all of the brown sticky substance. The controller was then reassembled to perform testing. After reassembling the controller was functionally tested and found to operate as intended during analysis, aside from the resistance noted when pressing the driveline release button. The successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The fluid ingress and controller damage did not affect the controller¿s ability to operate the pump at the set speed. The log file downloaded from the returned controller contained data spanning approximately 4.5 days (19nov2021 ¿ 23nov2021 per the timestamp). The driveline was disconnected on 23nov2021 at 11:01:02 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the damage to the white power cable strain relief could not be conclusively determined through this analysis. The reported inability to remove the driveline was determined to be due to fluid ingress covering the driveline release mechanism; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. Heartmate ii instructions for use (IFU) section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii IFU section 6 ¿patient care and management¿ and heartmate ii patient handbook section 4 ¿living with the heartmate ii¿ state the system controller must be kept dry at all times. Instructions for showering are also provided. Section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii IFU section 2 "system operations" explain how to replace the running system controller with the backup controller, including how to connect and disconnect the driveline. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's white power cable bend relief on their system controller was cracked, and they needed a controller exchange. While attempting to exchange the controller on (B)(6) 2021, the red release button would not depress and appeared to be stuck. Technical services was onsite on (B)(6) 2021 and dismantled the controller to access the driveline mechanism; there was a black substance present. Technical services cleaned the area and removed the substance, but they still could not depress the button. Channel lock pliers were used depress the button and release the driveline. The patient tolerated the controller exchange well and was discharged home. There were no alarms associated with this event.